Event description:
It was reported the insulin pump alarmed no delivery several times. Alarm was resolved with complete set change. No delivery alarm might indicate possible occlusion in the infusion set or the reservoir. Customer inserted infusion set in the buttocks. Customer was advised it might be a possible site occlusion or site issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.